Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening. Loosening occurred at the cement/implant interface. Cement manufacturer is unknonw. Rotator cuff failure and superior migration of the humeral head, also occurred.